Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that there was a leak from the adapter. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.